Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient will need a revision surgery due to pain and loss of range of motion. Patient ID: (B)(4).